Event description:
It was reported to philips that the flexvision pc failed to bootup, it was stuck at 00:00. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was not in clinical use at the time of the event. The philips remote service engineer (rse) checked the device remotely and confirmed that the flexvision pc failed to bootup. A review of the system logfile confirmed malfunctioning of the flexvision pc. The fse visited onsite and upon functional testing, the fse determined that the cause of the problem could be graphic card or cmos battery. The cause of the flexvision-pc failure could not be conclusively determined by the supplier's part analysis however, the replacement of the flexvision-pc by the fse resolved the reported issue and restored the functionality of the system. After replacement of flexvision-pc and installation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.